Manufacturer narrative:
Follow-up #1: date of submission 10/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/11/2017 with the following findings: a review of the black box showed multiple random call service 052 slave communication error alarms. The rewind, load, and prime steps were performed successfully. The pump cover was removed to find moisture to the continuous glucose monitoring module. The call service 052 complaint could not be duplicated. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. The returned battery cap fit to the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.